Event description:
The product is resmed airsense 10. The CPAP has an air leak. The supplier refuses, point blank, to send a sleep therapist. Overall, the machine is defective and apria refuses to service etc.